Manufacturer narrative:
The customer's reported complaint that the autopulse platform (sn (B)(4)) displayed "adjust lifeband" was not confirmed during functional testing but confirmed in the archive data. Based on the archive, the probable root cause for the reported complaint was likely due to the stiffness of the patient's chest. Visual inspection of the returned autopulse platform was performed and a cracked top cover at the lower corner was observed. The observed physical damage cover is likely attributed to user mishandling. The top cover was replaced to address the observed issue. Also, the white belt clip retention disc does not always engage and the lifeband clip can be easily removed or fall out, likely attributed to normal wear and tear. The autopulse platform was manufactured in june 2015 and is over 6 years old, reached its expected service life of 5 years. The retainer belt clip was replaced to address this issue. The physical damages observed are unrelated to the reported complaint. The archive data shows multiple ua02 (compression tracking error) error messages occurred around the reported event date in which was likely the root cause of the displayed "adjust lifeband" error message, thus confirming the reported complaint. The archive revealed, as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. Take-up load threshold = 6 +/- 4 lbs. (Load applied to patient). The take-up target (patient) has a very large chest circumference and is light in weight. The (max load sum exceeded 37 lbs. Calculated [count/2.52/2.2=kilos]). To have a successful take-up, a requirement of at least 6 lbs of load is applied to the load plate. Otherwise, a ua2 will display after the user pressed the start button. The autopulse platform passed the initial functional test without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed "adjust lifeband". The customer adjusted the lifeband several times with no success. The customer performed manual CPR. After the incident, the biomed tried the autopulse platform on a manikin with the same lifeband used during the call, and the reported issue was not reproduce. Per reporter, no physical damage was observed with the lifeband. No consequences or impact to the patient.